Manufacturer narrative:
The cot was inspected and no device malfunction was found.

Event description:
It was reported that while transporting a patient one of the wheels slipped off the curb causing the cot to tip. The patient received a possible wrist injury.